Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 417 mg/dl and customer resolved issue by changing the infusion set. Customer is unsure what may have caused the high blood glucose and declined any troubleshooting.